Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient experienced several episodes of recurrent peritonitis. The event of peritonitis was alleged to be caused by a breach in aseptic technique. The patient was treated for the peritonitis but later developed sepsis and passed away. As the cause of the peritonitis was due to a breach in aseptic technique, the minicap is no longer a suspect product in this event. All further investigations of the reported death and peritonitis events will be documented in 1416980-2013-26847.

Event description:
This is report 2 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. The patient was discharged from the hospital and recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895235 and gd895037 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).